Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. The customer states the pump alarmed for failed battery test. The customer states the pump had blank display. The customer's blood glucose level was reported to be 120.6mg/dl. It was reported that the device was suck in prime fill and had no delivery alarms. It was reported that the pump had loose drive support cap. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly or failed battery test alarm due to compromised force sensor system alarm. The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.